Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 518 mg/dl and insulin pump alleging under delivery. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not active at time of high blood glucose event. The customer was treated with five intravenous bag and did not gave anymore insulin. The customer reported that the infusion set had bent cannula. Customer reported that they received insulin flow blocked alarm. Customer reported that the alarm did not occur during fill tubing. Customer reported that the event was resolved by infusion set changed. The insulin pump and reservoir will not be returned for analysis